Event description:
It has been reported that a revision surgery was performed due to disassociation. The journey 10mm left size 3-4 insert was removed, and a custom left size 3-4 13mm +4 post insert was inserted. The product is not available for eval, as it was discarded in the or.

Manufacturer narrative:
Na